Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event followed by an appropriate defibrillation event. Multiple counting contributed to the false detection. At the time of the event the patient was in a skilled nursing facility and reported that the shock woke him up. The response buttons were not pressed during the event. The patient was transported to the hospital where he received an appropriate defibrillation for ventricular fibrillation approximately 20 hours later. The patient continues use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient was transported to the hospital where he then received an appropriate lifevest defibrillation. The patient continues use. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event.device manufacture date: monitor (B)(4) - 05/2014. Electrode belt (B)(4) - 06/2011. Inappropriate defibrillation are an anticipated risk associated with the use of the lfievest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4).